Event description:
In 2002, the resident was being lifted from wheelchair to bed using a vanderlift. After being lifted from the wheelchair, the legs were closed to allow movement of lift. As legs were being closed the aides removed a pad from the legs of the resident. The sling suddenly came loose from the right corner and the resident slid to the floor. Resident was quickly assessed. When entering the room this writer saw resident on their right side between the legs of the lift. Resident was conscious and talking to staff. 911 was called and resident was transported to the hosp. The hosp informed the nursing home that resident had a broken left hip. In accordance with resident's advance directives they did not have life sustaining measures done. Resident expired the next month.